Event description:
It was reported that the t:slim x2 pump battery would not charge. A specific glucose level was not reported, but there was no adverse impact to the customer¿s blood glucose level. The customer resolved the issue by switching outlets, which allowed the pump to start charging, and planned to contact support if further problems occurred.